Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused bacterial peritonitis manifested by abdominal pain. The break in aseptic technique was further described as the patient did not clean the transfer set after pd therapy. The patient was hospitalized for the peritonitis. On the same day, the patient began treatment with ancef and fortaz (daily, ip, doses not reported) for peritonitis. Three days later, the patient was discharged from the hospital. The treatment for peritonitis was ongoing and the patient was recovering. Dianeal therapies were ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.